Event description:
It was reported that a pump malfunctioned and infused an intravenous solution faster than what was programmed. The nurse initiated lactated ringers at 100ml/hr using interoperability. Approximately two hours later, it was discovered that the one liter bag was almost empty although the pump showed a correct rate of 100 ml and volume to be infused (vtbi) was displayed as 763ml on both pump and iaware (electronic health record system) . The nurse observed the drip chamber and noticed the fluid was flowing at an erratic rate, alternating from slow to nearly wide open. The nurse immediately removed the device from patient use and has saved pcu, channel, and tubing for review. Upon inspection by the hospital's biomed of the pump module, it was noticed that the platen spring hinge assembly was broken at the top hinge. It's not noticeable if it was just visually inspected. The issue was discovered when the biomed physically worked the platen back and forth. It is the customer's belief that this may be the problem. Functional check on the lvp was performed and it passed within the margin of error, 12ml = 12.10 ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a140502 - free or unrestricted flow (2945),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify imdrf a,g,b,c,d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a pump malfunctioned and infused an intravenous solution faster than what was programmed. The nurse initiated lactated ringers at 100ml/hr using interoperability. Approximately two hours later, it was discovered that the one liter bag was almost empty although the pump showed a correct rate of 100 ml and volume to be infused (vtbi) was displayed as 763ml on both pump and iaware (electronic health record system) . The nurse observed the drip chamber and noticed the fluid was flowing at an erratic rate, alternating from slow to nearly wide open. The nurse immediately removed the device from patient use and has saved pcu, channel, and tubing for review. Upon inspection by the hospital's biomed of the pump module, it was noticed that the platen spring hinge assembly was broken at the top hinge. It's not noticeable if it was just visually inspected. The issue was discovered when the biomed physically worked the platen back and forth. It is the customer's belief that this may be the problem. Functional check on the lvp was performed and it passed within the margin of error, 12ml = 12.10 ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit: g04097 - plate, g02001 - antenna. Additional information: imdrf annex a, g, and c codes.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump malfunctioned and infused an intravenous solution faster than what was programmed. The nurse initiated lactated ringers at 100ml/hr using interoperability. Approximately two hours later, it was discovered that the one liter bag was almost empty although the pump showed a correct rate of 100 ml and volume to be infused (vtbi) was displayed as 763ml on both pump and aware (electronic health record system) . The nurse observed the drip chamber and noticed the fluid was flowing at an erratic rate, alternating from slow to nearly wide open. The nurse immediately removed the device from patient use and has saved pcu, channel, and tubing for review. Upon inspection by the hospital's biomed of the pump module, it was noticed that the platen spring hinge assembly was broken at the top hinge. It's not noticeable if it was just visually inspected. The issue was discovered when the biomed physically worked the platen back and forth. It is the customer's belief that this may be the problem. Functional check on the lvp was performed and it passed within the margin of error, 12ml = 12.10 ml. There was patient involvement but no harm.